Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). Device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(4) that the motor device displayed an e6 error and the became hot. It was unknown if the event occurred during surgery. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the dom has been corrected to reflect the date of manufacture. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cable/cord/wiring was damaged, the control, locking and motor were defective, the hose was worn out. It was also noted that the entrance test could not be completed because the device displayed an e6 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.